Event description:
It was reported that following a posterior repair procedure in 2008, the patient developed right leg pain, pain with sitting, lump in left ischiorectal fossa, and clear pinkish vaginal discharge three months post operatively. CT scan in 2009 revealed enhancing track into the ischiorectal treat bilaterally. At about 2 weeks later, the doctor performed an excision of the mesh arms with surrounding indurated/granulomatous tissue and excision of exposed mesh vaginally. The patient was also treated with estrogen vaginal cream. Patient was given antibiotics pre-operatively for both procedures. Patient was given antibiotics post-operatively following the procedure. Current status of the patient was described as recovering from latest surgery, too soon to evaluate long term prognosis, still edematous and painful from surgery.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received the patient has experienced anterior wall wound separation; stitches from anterior repair coming out with piece of tissue; anterior tissue breakdown at closure of mid-vagina (necrotic tissue and loose sutures); anterior vaginal vault defect (2 x 1.5 cr); vaginal discharge with odor (dark yellow/tan) ; cramp/twinge vaginally; mild tenderness at indurated edges of incision; inflammation at insertion of obturator internus; rectal pressure/discomfort; trigger point pain from mesh (right lateral vagina where mesh arm trends toward obturator foramen/posterior vaginal vault at posterior proximal portion of mesh); persistent vaginal discharge (pinkish color); vaginal pain at introitus (point tenderness); pain with sitting; non-healing vaginal wound with infection; thick band of tissue (mesh rolled and formed firm band); constipation; right leg cramps (top of thigh and moving down) ; tenderness to deep palpation over left ischiorectal fossa; posterior vaginal vault separation/fold in mucosa /1 cm proximal to introitus); 4 x 5 cm firm area and tender mass of left buttock; induration of fat in left ischiorectal fossa avaulta mesh arm (per CT); ischiorectal track of arms of cystocele repair (left > right) with surrounding infiltration of ischiorectal fat; bilateral buttock pain; soft tissue reaction to collagen coating on mesh affecting ischiorectal fossas; ischiorectal granulation tissue-lined fibroadipose connective tissue (consistent with origin in abscess wall); acute and chronic inflammation of ischiorectal tissue; focal foreign body granulomatous inflammation; fibroadipose connective tissue and skeletal muscle inflammation; feeling of mesh working out; recurrent second-degree cystocele; 5 x 8 cm area of mesh erosion; focal erosion of mesh; urinary retention (post-void residual 350ml) urinary frequency; nocturia (x 1); fecal incontinence; tenderness in right anterior vaginal wall and posterior vaginal wall; areas of hardness (scar tissue or mesh) in vaginal walls; inability to do extensive activity without discomfort; inability to work because of discomfort; being disabled; pain in right groin with prolonged walking or standing; right ischial spine pain; vaginal atrophy; visible permanent suture 1-2 cm inside vagina on posterior wall; and dyspareunia, unspecified bleeding, infection, pain, extrusion, urinary problems, organ perforation, neuromuscular, vaginal scarring, excision of vaginal mesh, closure of a vaginal wound, and excision of focal area of posterior vaginal mesh; bilateral dissection of the ischiorectal fossa with removal of indurated tissue and mesh and excision of vaginal mesh from erosion and revision of posterior repair; and in-office vaginal suture removal.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced non-healing open vaginal wound, vaginal and right groin pain, pelvic pain, band of mesh exposed vaginal suture (foreign body in patient), exposure, masses, abscess to ischiorectal fossa, drainage, blood loss, (prolapse), atrophic appearing vagina, tenderness on palpation of right ischial spine obturator foramen, defect, nonsurgical and additional surgical interventions.